Event description:
It was reported that after 25 to 30 minutes of use, fiberlife activates and the device went into standby mode. The beam was emitted frontally and had already burned part of the metallic cover. The fiber was found to be forward firing through multiple lasering attempts. The fiber was exchanged, and the procedure was completed with another fiber and no complications to the patient.